Event description:
Additional communication established that the patient was buried with the device; therefore, no analysis can be performed. The records indicated the death was related to the patient's disease (intractable seizures). This required the patient to be in the ICU for several weeks before it was finally decided to withdraw life support. The specific cause of death is unknown, but follow-up revealed that the patient's death was not related to vns and not sudep. Based on the available information about the patient's death, an internal classification has determined that the death was unlikely sudep.

Manufacturer narrative:
.

Event description:
It was reported that the vns patient passed away on (B)(6) 2006. The cause of death and its relationship to vns are unknown. Based on the limited available information about the patient's death, an internal classification has determined that the death may be possible sudep. Attempts for additional relevant information have been unsuccessful to date.